Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 3 cables were fractured at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 2 cables were fractured at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-4316 (ln 18282605): device evaluation indicated that visual inspection found that one of the clik anchors had torn eyelets, and a small piece of silicone was not returned. The other clik anchor was exhibit normal characteristics.

Event description:
A report was received that the patient was experiencing spotty coverage for some time but had definitely gotten worse. It was determined that there were several contacts on the leads that were out. It was also reported that the contacts that were out possibly because of the patient's fall. The patient underwent a procedure where the leads and clik anchor were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016. Additional suspect medical device components involved in the event: model#: sc-2218-50. Serial/lot#: (B)(4), description: linear st lead, 50cm; model#: sc-4316, serial/lot#: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing spotty coverage for some time but had definitely gotten worse. It was determined that there were several contacts on the leads that were out. It was also reported that the contacts that were out possibly because of the patient's fall. The patient underwent a procedure where the leads and clik anchor were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device analysis for sc-4316 should have also stated that the physician confirmed that no piece of the clik anchors were left inside the patient.

Event description:
A report was received that the patient was experiencing spotty coverage for some time but had definitely gotten worse. It was determined that there were several contacts on the leads that were out. It was also reported that the contacts that were out possibly because of the patient's fall. The patient underwent a procedure where the leads and clik anchor were replaced. The patient was reportedly doing well postoperatively.